Event description:
It was reported during port implantation procedure, the outer coat of the tunneler allegedly torn. It was further reported that, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler sheath was returned for evaluation. Visual and microscopic visual evaluation were performed on the returned device. The investigation is confirmed for the reported tunneler sheath fracture as a partial circumferential break was noted to the sheath. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (05/2022).

Event description:
It was reported during port implantation procedure, the outer coat of the tunneler allegedly torn. It was further reported that, another device was used to complete the procedure. There was no reported patient injury.